Manufacturer narrative:
D10: concomitant devices are unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 7 months after a right total knee replacement procedure, the patient underwent a revision procedure to address patellar clunk syndrome and patellar scar tissue. The patient was indicated for increased anterior knee pain with crepitus. The patient was found to have a painful crepitus on exam, which was consistent with patellar clunk syndrome. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.